Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.

Event description:
The patient reported that initially they had an infection in (B)(6) 2023 that resolved with antibiotics; now has pea size bump that has been reported by patient to clinic with no physical exam.